Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was completely down and not switching on. Review of the log files didn't confirm the reported malfunction. During troubleshooting, the fse identified that a key was stuck on the keyboard. So, the fse released the stuck key to resolve the issue. After the repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start and was giving an initialization error. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.